Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to observe the reported issue. The screen was unstable and flickering. To fix the issue, the fse reseated the color drive cable and that corrected the failure. The fse had also replaced the expired safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during normal testing performed by the customer, the screen of the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.